Event description:
A malfunction alarm, specifically malf 12, was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed on using multiple daily injections as a backup therapy.